Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent restenosis occurred. A 7x120 stent was placed in 2019. On (B)(6) 2021, patient was treated for in-stent restenosis in the previously placed eluvia stent. No patient complications were reported.